Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices banding procedure performed on an unknown date. During the procedure, they tried to get the shrink wrap off the bands with difficulty and when it got removed, the bands would not deploy. Additionally, they thought that the bander was damage or damaged when trying to remove the shrink wrap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.